Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005984 - the dentist reported that, around 4 months after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. No further information was provided.